Event description:
A high blood glucose level of 395 mg/dl was reported, confirmed by a bg meter at 343 mg/dl. The customer took corrective actions, including a correction injection via mdi and following instructions from technical support to inspect and address air bubbles in the tubing by disconnecting from the site and using the fill tubing feature. No issues with the infusion set or needle/cannula were observed.